Event description:
It was reported, that during set-up, the opening was too small. So, it was not possible to connect the speaking valve to the opening of the tracheostomy cannula. In other words, the speaking valve was loose and didn¿t fit properly. There was no patient involvement. And no human harm. The event occurred, when it was time for the patient to change the cannula. The product was unpacked and after the change, the speech valve was loose and fell at the slightest movement. After the incident, a new product was unpacked and it worked perfectly. The speech valve sat very well. This report is to document the event noted, on emdr-43663, report reference number (B)(4).

Manufacturer narrative:
D9: device available for evaluation, device was not returned for this report. B3: date of event is unknown, no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.